Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing bench service for the device, it was discovered that the measured shock output fell outside product specifications. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.